Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a hardware-related backup vvi. No further information was reported. The patient's condition was unknown.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator bvvi was resolved via programming changes. The patient was stable.

Manufacturer narrative:
Correction: previous g3 should be oct 20, 2021.